Event description:
It was reported that the cap was cracked, thus affecting the sterility with a bd microtainer® contact-activated lancet. This occurred on 2 separate occasions with both batches prior to use. The following information was provided by the initial reporter, translated from japanese to english: the cap was deformed. Additional information provided from photos and samples: I confirmed small crack on the protector tab.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for scratches on the cap with the incident lots was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to scratches was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for scratches on the cap with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as high tech labs is an OEM manufacturing site. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: z4a28a7. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: y4l22c2. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap was cracked, thus affecting the sterility with a bd microtainer® contact-activated lancet. This occurred on 2 separate occasions with both batches prior to use. The following information was provided by the initial reporter, translated from japanese to english: the cap was deformed. Additional information provided from photos and samples: I confirmed small crack on the protector tab.